Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: patient presented with status post anterior lumbar interbody fusion attempt. L5-s1 pseudo-arthritis. Bilateral lumbar radiculitis. Patient underwent the following procedures: l5-s1 fusion exploration. Bilateral l5-s1 lumbar laminotomy and foraminotomy for decompression. Bilateral l5-s1 posterolateral fusion with allograft and local autograft. Bmp (bone morphogenic protein) implantation. L5-s1 segmental internal fixation with lumbar facet screws. As per-op notes, "a small kit of bmp was utilized and each piece was rolled around allograft and then placed in the posterior lateral space of l5-s1." No patient complications were reported. Postoperatively the patient was diagnosed with stenosis at l5-s1 level due to which the patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.